Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation. Ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 525cc silicone breast implants which the right side ruptured and there was bilateral issue with ptosis after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral short scar mastopexy and bilateral removal and replacement as follow: left replaced with cat #: 3507405mc, sn #: (B)(4), and right replaced with cat #: 3507405mc, sn #: (B)(4) on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).